Event description:
Patient additionally reported right side capsular contracture baker grade iii, ¿prominent radial folds¿, and ¿minimal amount of liquid from the implants¿. Patient also reported "multiple scattered cysts in the breasts, measuring up to 0.8 cm", which is not device-related.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "swelling in breasts", "pain", "contractures", "itching", "lumps." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.